Event description:
On 12/01/2025, it was reported by a sales representative via (B)(4) that an ar-3210-0070 nanoneedle scope did not plug into the ar-3200-0030 console. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.